Event description:
Case date was (B)(6), used 8-12mm cage and cage was expanded and postop x-ray showed expanded cage on (B)(6), patient was seen for 6-week postop visit and x-ray showed cage had fully collapsed.

Manufacturer narrative:
Method: device history review. Results: device not returned. Conclusion: without a device to evaluate or additional information on the patient, a plausible root cause cannot be identified. The cause is likely multifactorial in nature.

Event description:
Case date was (B)(6), used 8-12mm cage and cage was expanded and postop x-ray showed expanded cage on (B)(6)...patient was seen for 6-week postop visit and x-ray showed cage had fully collapsed.